Manufacturer narrative:
Since the initial report was filed, the investigation has concluded. Originally, with the user report information supplied, the complaint was thought to be against the console. Upon further investigation of the console logs, the abiomed team has discovered that the issue was pump related, rather than the console. The pump was out of position due to the pump's motor current pulsatility remaining higher than the threshold for triggering the out of position alarm on the console.

Manufacturer narrative:
The investigation into the failure of the aic to alarm for a pump being malpositioned, is ongoing. Upon the completion of the investigation, a final report will be filed.

Event description:
The cardiomyopathy patient was admitted to a medical facility in (B)(6) and placed on an impella 5.5 for hemodynamic support. This was done pre-lvad insertion per physician protocol. The pump came out of the left ventricle and was repositioned with imaging guidance. Sometime later the pump came out of position again but this was not noted by the automated controller (aic). The aic did not alarm for being out of position. This could have caused harm or injury to the patient. When the malposition was noted the team transferred the patient to the operating suite for the lvad placement, but instead deferred and placed an impella 5.0. The patient remains successfully supported by the impella 5.0 for 22 days now, as of the filing of this report.